Event description:
Country of complaint: (B)(6). In about 75% of the packages the thread detaches from the needle. Some while removing them from the primary package, some during suturing. The exact number of available samples has not yet been determined.

Manufacturer narrative:
Reported product is not registered in the united states, however, similar devices are. Manufacturing site evaluation: samples received: 2 opened pouches. There are no previous complaints of this code batch. There are no units in OEM stock. Received two open samples, both with the needle detached from the thread and one of them, the thread is still wound on the pack. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: complete investigation can not be performed as no samples were received. Corrective/preventive actions: not applicable.